Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.